Manufacturer narrative:
Additional devices for this complaints: bat220932 - battery / catalog number 1650de / expiration date 31jul2017 UDI #: unk. (B)(4). Bat220752 - battery / catalog number 1650de / expiration date 31jul2017 UDI #: unk. (B)(4). Bat221544 - battery / catalog number 1650de / expiration date 31aug2017 UDI #: unk. (B)(4). Bat220947 - battery / catalog number 1650de / expiration date 31jul2017 UDI #: unk. (B)(4). Bat221088 - battery / catalog number 1650de / expiration date 31jul2017 UDI #: unk. (B)(4). Bat220936 - battery / catalog number 1650de / expiration date 31jul2017 UDI #: unk. (B)(4). Bat220729 - battery / catalog number 1650de / expiration date 31jul2017 UDI #: unk. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the battery was only lasting two to three hours per charge. It goes down to one bar very quickly. There was no known damage to the battery and the battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient was experiencing abnormal behavior. All the equipment was exchanged with no reported consequence or impact to the patient. No further information was provided. (B)(4) - battery / catalog number 1650de / expiration date: 31jul2017. Di #: unk. Device available for eval: yes. Device evaluated by MFR: yes,13/jun/2017. Device MFR date: 12/jul/2016. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31jul2017. Di #: unk. Device available for eval: yes. Device evaluated by MFR: yes,13/jun/2017. Device MFR date: 08/jul/2016. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31aug2017. Di #: unk. Device available for eval: yes. Device evaluated by MFR: yes,13/jun/2017. Device MFR date: 01/aug/2016. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31jul2017. Di #: unk. Device available for eval: yes. Device evaluated by MFR: yes,13/jun/2017. Device MFR date: 11/jul/2016. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31jul2017. Di #: unk. Device available for eval: yes. Device evaluated by MFR: yes,13/jun/2017. Device MFR date: 14/07/2016. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31jul2017 di #: unk. Device available for eval: yes. Device evaluated by MFR: yes,13/jun/2017. Device MFR date: 12/jul/2016. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31jul2017. Di #: unk. Device available for eval: yes. Device evaluated by MFR: yes,13/jun/2017. Device MFR date: 08/jul/2016. Labeled for single use: no. (B)(4). It was reported that the patient was experiencing power switching events. The controller and seven batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller ((B)(4)) revealed an incidental finding on the controller not related to the reported event:  a loose power port 1 connector.  Evaluation of the batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Two units, (B)(4) did not show any occurrences of power switching in the log files. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. There was an incidental finding on the controller not related to the reported event showing a loose power port 1 connector. Based on an investigation conducted, the most likely root cause of the incidental finding can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. The manufacturer has opened an internal investigation to evaluate "controller- power switching- momentary disconnect" the manufacturer has opened an investigation with the supplier to evaluate the "loose component." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced power switching. The controller and batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.